Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01578. It was reported lead diagnostics indicated high impedances on all contacts and was unable to set ipg to MRI mode. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.